Event description:
It was reported that the patient received inappropriate therapy. Shocks were delivered then charging and delivery stopped due to output circuit damage. Low impedance was observed. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces, 12.6cm and 22.3cm in length. Insulation abrasion and clavicular crush were noted at the end of the center portion. The etfe coating was abraded at this location. The inner coil was melted at the tip consistent with an electrical short to one of the two df-1 hv cables and could account for the reported low impedance. The distal end of thee lead was not returned. Without return of the entire lead, a full analysis could not be performed.